Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 75 mg/dl. He retested using another meter and rec'd a reading of 224 mg/dl. The difference between thr readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.